Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The customer reported pain in the leg. The following information was provided by the customer: she had an angiogram performed; at the conclusion of the angio-gram, the doctor used an angio-seal evolution to close the site where the catheter for the angiogram had been inserted; when she stood up to leave the hospital after the angiogram, she experienced excruciating pain in her right leg which continued after she left the hospital; she had a doppler ultrasound, which showed she had a blood clot in the right femoral artery; on (B)(6) 2017, she had vascular surgery to remove the blood clot; in her medical records, her surgeon stated that the blood clot was caused by the angio-seal; when a biopsy was done on her blood clot after the surgery, the pathologist found foreign bodies in it, as stated in her medical records; and at her post-surgery appointment, her surgeon, said he had seen parts of the angio-seal device in the fatty tissue of her leg and that he was unable to remove them.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.